Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill resistance was experienced with multiple cartridges during the fill process. Customer's blood glucose level was in the 170's mg/dl range. A third new cartridge was successfully loaded.